Event description:
It was reported that this patient received appropriate anti-tachycardia pacing (atp) therapy that accelerated the ventricular arrhythmia into the ventricular fibrillation (vf) zone. Subsequently, the patient received tachy therapy that converted the vf successfully. Inquiries were made about lack of atrial pacing noticed in the electrogram in question. Technical services discussed that the event has multiple premature ventricular contractions (pvcs) that reset the ventricular-atrial timing. Thus, the lack of atrial pacing is a time-based related issue due to sensing pvcs. In addition, a larger signal was seen in the atrium after the mentioned shock was delivered, ts indicated that this signal seems to be a residual energy on the lead after shock delivery that is not being oversensed, and that should dissipate eventually. This cardiac resynchronization therapy defibrillator remains in service and no reprogramming was performed as the patient has had both successful and unsuccessful atps. No additional adverse patient effects were reported.